Event description:
It was reported that pump displayed malfunction code after potential exposure to extreme humidity, causing pump to stop and customer to switch to multiple daily injections while pump battery was allowed to fully deplete. There was no adverse impact to the customer¿s blood glucose level. Customer later powered pump back on, and technical support assisted with loading cartridge and reconnecting to continuous glucose monitor, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.